Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative regarding an implantable neurostimulator (ins). The indication for use included failed back surgery syndrome and spinal pain. It was reported that the ins was surgically moved lower in patient's right buttock due to discomfort at the battery site when sitting, laying, and when the belt caught on it. The discomfort was said to be worsening, and was due to the battery location. At the revision, the battery was overdischarged and unable to communicate. It was reported the ins became overdischarged due to the patient not charging for several weeks. The doctor did not want to perform a physician mode recharge (pmr) due to the new incision. The patient was going to meet with their doctor in one week to perform the pmr. After the revision, the patient was said to be alive with no injury. No outcome was reported regarding the overdischarge. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.